Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure the plunger on company cartridge went over lens and scratched it. There was no patient contact to the device. Additional information has been requested and received stating that in the surgeon's opinion, issue or defect with cartridge caused or contributed to the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in d9, h.3., h.6., and h.11. The company cartridge was returned with the lens advanced just past the loading area. Viscoelastic was observed in the cartridge. The lens was returned misloaded, pressed up against the roof of the cartridge just past the loading area. The trailing haptic was not tucked. This position would indicate a plunger underride occurred. The used company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. The optic had scratches that appeared to have been caused by the plunger underride. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product meets the required specifications and release criteria. A qualified cartridge and handpiece were indicated with a non-qualified ophthalmic visco surgical device (ovd). The root cause for the reported issue appears to be related to a failure to follow the instruction for use (IFU). The lens was returned misloaded, pressed up against the roof of the cartridge just past the loading area. The trailing haptic was not tucked. The lens position would indicate a plunger underride occurred. In addition, a non-qualified viscoelastic. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.